Event description:
Servo ventilator went into non-functioning failure mode with screen display saying: technical error 25, 33, etc. Brought unit to biomed and checked log to confirm errors. Screen shows solid technical error 33 in red. Log shows various technical errors including, technical error 10, 11, 12, 16, 25, 33 and 35. Will place call to maquet for service. The investigation performed by maquet shows heavy oxidation and stains from fluids on the pc boards (pc1771, pc1772, pc1781 and pc1784). This was caused by fluid entering the device on several occasions. The source of the fluid and how it entered the device cannot be determined. Alarms were generated by the device during the event. The cause of error codes in the error log are short circuits at several places due to heavy oxidation. No further actions are being taken by maquet at this time. Based on the above information maquet considers this complaint closed. Maquet will add the investigation information to their complaint database and will monitor for trends.